Manufacturer narrative:
(B)(4). Additional information: the initial reporter declined to provide additional information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failures, malfunctions or iipv events that could have caused or contributed to the patient passing away. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, reworks or deviations related to the patient passing away. An internal and external visual inspection was performed with no issues noted. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. Analysis of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. The device passed seal, purge and wet disposable integrity tests and a simulated therapy was successfully completed. Upon conclusion of the investigation, no failures, malfunctions, or abnormalities were identified that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported whether an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. Additional information was requested, but is not available.